Event description:
A healthcare provider reported a bipap vision ventilator unexpectedly shut down and alarmed (to alert the caregiver of the event) while providing ventilatory support for a pediatric pt. After the event occurred, the pt was manually ventilated, intubated and placed on a mechanical ventilator. No other intervention, harm or injury was reported. Prior to receiving therapy from the bipap device, the pt reportedly was experiencing respiratory distress. The bipap device was used in an attempt to treat their respiratory distress without intubation. The bipap was evaluated by the MFR's service technician at the site where the event occurred. The service technician concluded the unexpected shut down was associated with a communication issue recorded in the device error log. The MFR has implemented appropriate corrective and preventive actions for this issue. The device passed all performance tests conducted prior to being returned to service.

Manufacturer narrative:
The clinical manual for the device states that it is intended for adult pts that weigh 30 kg or greater. The affected patient's weight did not meet this requirement. The clinical manual also states the device is contraindicated for pts that cannot maintain life-sustaining ventilation in the event of a brief loss of therapy. This pt could not maintain adequate life sustaining ventilation when therapy was lost. Upon review of the available data the MFR concludes the device was being used in the following off-label manners: providing therapy to a pediatric pt weighing less than requirement; the device is contraindicated in patients that cannot maintain life-sustaining ventilation in the event of a brief loss of therapy. The user facility has confirmed they have received the clinical manual for the device and are aware of its intended use. Because the intended use of this device is for pressure support and not life-support or sustaining ventilation, the MFR has concluded that no further corrective and preventive action is required for the reported event.